Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2014 the patient was implanted with a bard/davol perfix mesh for repair of a left groin hernia. It is alleged that the patient underwent an additional surgery to repair and/or remove the defected mesh on or about (B)(6) 2015. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain, chronic pan, mental anguish, psychological stress and depression. It is alleged that the patient suffered disability, hospitalizations and additional surgeries. The patient has undergone and will likely require in the further other forms of care and medical treatments. It is alleged that the device was defective.